Event description:
It was reported that the egm was displaying noise on the lead when either unipolar or bipolar configurations tested. Also noted that atrial high rate episodes listed with irregular and nonphysiologic intervals. Oversensing in unipolar was noted. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.